Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device has unstable speed. A 1.75mm rotalink¿ burr was selected to treat in unspecified target lesion. The device sounded perfect first when they tested outside the body. During procedure when they started advancing the device there was a struggling and grinding sound and the speed goes up and down with a speed range from 165k to 150k very easily. This lead to the physician to believe there was a connection problem. They stopped the rotablating and removed the device. The procedure was completed with a 1.5mm burr. There was no patient complications reported and the patient's condition was fine.

Event description:
It was reported that the device has unstable speed. A 1.75mm rotalink¿ burr was selected to treat in unspecified target lesion. The device sounded perfect first when they tested outside the body. During procedure when they started advancing the device there was a struggling and grinding sound and the speed goes up and down with a speed range from 165k to 150k very easily. This lead to the physician to believe there was a connection problem. They stopped the rotablating and removed the device. The procedure was completed with a 1.5mm burr. There was no patient complications reported and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The handshake connector of the catheter was inspected and no damaged was noted. The catheter was connected to a test advancer in order to wet test the device. The unit was able to reach optimum speed during the wet test. No abnormal noise was heard from the device. A tug test was attempted to examine the integrity of the connection. No issues were noted. The drive shaft was inspected and there was no damage noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Correction - init reporter sent to FDA changed from ni to yes.

Event description:
It was reported that the device has unstable speed. A 1.75mm rotalink¿ burr was selected to treat in unspecified target lesion. The device sounded perfect first when they tested outside the body. During procedure when they started advancing the device there was a struggling and grinding sound and the speed goes up and down with a speed range from 165k to 150k very easily. This lead to the physician to believe there was a connection problem. They stopped the rotablating and removed the device. The procedure was completed with a 1.5mm burr. There was no patient complications reported and the patient's condition was fine.